Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. A microscopic examination was performed and two pinholes were found. Functional analysis was performed, and the balloon was inflated without a problem; however, there were two pinholes in the distal section on the body of the balloon. It is possible that interaction with the scope and other devices during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cbd dilation procedure performed on (B)(6), 2021. It was reported that, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon could not hold pressure. Reportedly, the balloon was then removed and was visualized under endoscopic vision. The balloon was re-inflated and water was seen leaking from a pinhole. The same issue occurred with a second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cbd dilation procedure performed on (B)(6) 2021. It was reported that, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon could not hold pressure. Reportedly, the balloon was then removed and was visualized under endoscopic vision. The balloon was re-inflated and water was seen leaking from a pinhole. The same issue occurred with a second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.